Event description:
On (B)(6) 2012, the patient contacted animas to report that she had elevated reading over 600 mg/dl with symptoms of extreme thirst while on insulin pump therapy. The animas representative went troubleshooting to make sure the animas pump was functioning accordingly during the patient's call. The animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. There were no associated alarms in the history. The bolus history was confirmed to be correct. The patient was advised to follow up with her health care provider for further guidance to her diabetes management. This complaint is being reported because the patient had elevated blood glucose above 600 mg/dl while on insulin pump therapy. In addition, the subject pump could not be ruled out as contributor of the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.